Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens in the pt's right eye. Lens tear was noted after implantation. Lens was removed and backup lens was implanted. Unk if tear was there before use or if lens tore during insertion.

Manufacturer narrative:
(B)(4).